Event description:
During an endoscopy procedure, a cook fusion loop tip wire guide was used in the pancreatic duct. A perforation reportedly occurred. The physician noticed the perforation under fluoroscopy. There was no trouble. A section of the device did not remain inside the patient's body. The patient did nto require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The instructions for use states; "potential adverse events associated with ercp include, but are not limited to perforation." Prior to distribution, all fusion loop tip wire guide are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.